Event description:
It was reported that during a transurethral needle ablation of the prostate procedure the handle broke upon deployment of the needles. The physician was able to retract the needles but could not re-deploy. There was no injury to the pt.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. The posts on the needle blocks broke off causing the needles to fail to retract. The device was returned with the needles sticking out 3mm. Per eprom data, four lesions were completed. The needle setting was at 18mm. H7. The device is included in the medical device safety alert, prostiva rf model 8929 hard piece needle retraction failure (2008).